Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high glucose results from accu-chek inform ii meter serial number (B)(4) for one patient. The result from the meter at 8:31 am was 364 mg/dl. The repeated the fingerstick with the same meter and vial of strips at 8:33 am and the result was 109 mg/dl. The customer was unsure if a different finger stick was used for the repeat test. The staff believed the result of 109 mg/dl was correct. Information concerning if the results were reported to the doctor was requested but it was unknown. There was no treatment, serious injury, or illness as a result of the results obtained on the meter. Control tests were performed on the meter within 24 hours and results were within acceptable range. The customer no longer has the strips in question.

Manufacturer narrative:
A specific root cause could not be determined as the customer material was not provided for investigation. As the customer stated they were unsure if a different finger was used for second stick, a possible reason for the discrepancy could have been if the same finger was used.